Event description:
It was reported the patient was referred for replacement surgery due to the high lead impedance observed. Both the lead and the generator were replaced on (B)(6) 2015. The device is not expected to be returned.